Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient weight. Further information was requested but not received.

Event description:
It was reported the patient experienced pain in back, trouble breathing and moving their arms following an MRI procedure on (B)(6) 2020. The scs system was placed into MRI mode, but it is unknown if the MRI facility met the scs system's MRI specifications to perform an abbott approved MRI. Troubleshooting may be pending to address the issue.